Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used with a pinnacle anterior/apical pelvic floor repair kit during an anterior repair procedure. This is the same case and patient as MFR report # 3005099803-2011-01833. This report pertains to the first of two devices. According to the complainant, two successful throws were made with this device. On the third throw, there was difficulty pulling the suture through the tissue. When the physician attempted to pull the suture through, the needle of the suture detached with 2 cm of suture still attached to the needle. This occurred near the vagina but outside the patient while the suture was being pulled out. The detached portion of the suture was captured inside the capio cage. It was reported that the needle carrier of the device appeared bent. The physician completed the procedure with another capio device. There were no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Operational context contributed to this event.